Event description:
Information was received based on review of a journal article titled, "total elbow arthroplasty in bleeding disorders: an additional series of 8 cases" which aimed to provide further understanding into the outcomes of total elbow arthroplasty in the patients with bleeding disorders, using the discovery elbow system, manufactured at biomet. This study consisted of either total elbow arthroplasties that were performed in five (5) patients. Three of which are bilateral, who have a bleeding disorder and who have also had previous orthopedic procedures such as the knee, ankle, shoulder, and radial head. Revision procedure was performed in three (3) elbows (2 patients). One (1) patient had implanted a competitor product. The other two (2) procedures occurred for the same patient (bilateral) due to aseptic loosening and deep infection. In conclusion, excellent clinical outcomes and an acceptable survival rate for total elbow arthroplasties comparable with the nonhemorrhagic population, can be achieved in patients with bleeding disorders.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.